Event description:
After insertion of trocar, surgeon noted that something gray or metallic was inside the patient upon visualization through scope. Surgeon retrieved the object with grasping forceps. Surgeon believes that the retrieved matter matches the coating material on the trocar.